Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/21/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap would get stuck. Unrelated to the original complaint, there was visible moisture corrosion on the battery cap. There was visible moisture corrosion in the battery compartment as well. A leak test failed due to a battery compartment crack. The test battery cap was unable to be tightened due to a crack in the battery compartment separating the threads. The audio bolus button cover was found to be punctured but still responsive to user input. The pump was opened and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment or cap.